Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of either too little or too much heat compound/grease being applied could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the evis exera iii xenon light source goes out and the spare lamp comes on. The event occurred during procedure, and a backup lamp was used to finish the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac mentioned to the customer that either too much or too little heat sync grease was applied to the non-olympus lamp utilized. The customer mentioned replacing the bulbs with non-olympus parts and declined sending in the device for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.